Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), seroma-late.

Event description:
Patient reported left side "textured implant, onset of sickness and infection with fluid pooling around implant." The device remains implanted.

Event description:
Patient reported "onset of sickness and infection with fluid pooling around" left-side device. The device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Seroma-breast: unable to observe since it is not related to the device. Infection-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. Malaise-breast: unable to observe since it is not related to the device. Edema-breast: unable to observe since it is not related to the device. Nausea-breast: unable to observe since it is not related to the device. Product discolored-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Event description:
Healthcare professional later reported left side "breast swelling", "pain", "fevers", "moderate peri-implant effusions with capsular enhancement¿, ¿fluid -fna-negative for bia-alcl¿,¿ thick cloudy peri-implant fluid", "feeling generally unwell", "discolored implants", and "leaking implant". Healthcare professional additionally reported "nausea", which is not device-related. Device has been explanted.